Event description:
Port was inserted into right upper chest to assist with chemotherapy treatments. The device broken and immediate surgery was required. Device broke into 3 separate pieces inside chest cavity. Prior to surgery pt had suffered from several urinary tract infections that may have been caused by the device.